Manufacturer narrative:
Inspected 1 opened or used sensor and found needle separated from sensor base. Found needle bent inside needle hub.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the needle and sensor broke while inserting a sensor. Customer's blood glucose level was 139 mg/dl. Customer noticed the issue with the sensor was prior to the insertion. Customer was not reporting that the sensor or introducer needle fractured while in the body. Troubleshooting was performed. The device will be returned for analysis.